Event description:
Abbvie representative on behalf of patient reported "implant ruptures". Later healthcare professional reported "violation of the integrity of the implant membrane with the release of cohesive into the connective tissue capsule, deformation of the contours of the shape of the left breast", "capsular contracture baker grade I" .this report is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Abbvie representative on behalf of patient reported "implant ruptures". Later healthcare professional reported "violation of the integrity of the implant membrane with the release of cohesive into the connective tissue capsule, deformation of the contours of the shape of the left breast", "capsular contracture baker grade I" .this report is for the left side. Device has been explanted.